Event description:
On (B) (6) 2010, I was implanted with the medtronics spinal stimulator for pain management -as a last resort-. After the surgery, I remained in severe pain for 10 days until I saw my physician, and he said there was infection and that I needed an emergency operation immediately to open my back up and clean out all of the infection and remove the source of the infection which was the medtronic spinal stimulator, so now 2 invasive back surgeries in 10 days time. Now, not only do I have the original pain that I had before the spinal stimulator, but now I am still fighting the severe infection with high doses of antibiotics and a high dose of pain medication, but I also now have the pain from having 2 surgeries in 10 days. I was disabled before and now even more disabled. Medtronics took my life away and the only response that I received from them was "sorry". Dates of use: days, (B) (6)2010 - (B) (6)2010. Diagnosis or reason for use: severe lumbar back pain with no other remedies for pain.